Event description:
It was initially reported that the patient had a suicidal gesture. The physician felt there was no intent and it was purely a manipulative gesture and was mild in nature. There was a possible relationship between the patient's medications and the gestures and it was probably related to the patient's mental disorder. Good faith attempts for more information have been unsuccessful to date.